Event description:
The customer reported that their pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Despite trying different wall outlets, adapters, and charging cables, the issue persisted. Customer continued to use their current pump.